Manufacturer narrative:
Hamilton medical ag ref nr: comp-(B)(4). Investigation outcome: it was reported that we have had several occurrences of "exhalation obstructed" on our vents. The device passes pre-op checks but once ventilation starts, it alarms "exhalation obstructed" . There was no obstruction to the expiratory bleed port. When testing the device with the clinical engineering test expiratory valve, it passes. Testing with the user provided circuits (product ref: 260128, lot no. 201868), the test would fail. I opened up two more circuits belonging to the same lot number and the result was the same. A breathing circuit belonging to lot no. 201894 was also tested and it passed. The most probable root cause was a sticky membrane or faulty expiratory valve as part of the breathing circuit set. However, this could not be confirmed as hamilton medical ag did not receive the breathing circuits associated with this specific case. The issue was resolved by replacing the affected breathing circuit set with another one. No further information was received. This case is considered as closed.

Event description:
Hamilton medical ag received the following event description: "we have had several occurrences of "exhalation obstructed" on our vents. The device passes pre-op checks but once ventilation starts, it alarms "exhalation obstructed". There was no obstruction to the expiratory bleed port. When testing the device with the clinical engineering test expiratory valve, it passes. Testing with the user provided circuits (product ref: 260128, lot no. 201868), the test would fail. I opened up two more circuits belonging to the same lot number and the result was the same. A breathing circuit belonging to lot no. 201894 was also tested and it passed." No health consequences or impact. Circuits were changed multiple times to correct the issue. The case has not been reviewed yet by hamilton medical ag. Therefore the failure description could not be confirmed yet.